Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. The patient x-ray has been reviewed by a radiologist, with the following impressions: proximal tibial fracture fixed with lateral plate and multiple screws. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that the patient underwent a proximal tibial trauma plating procedure. Subsequently, reported radiographs taken approximately six (6) months post-operatively revealed a fractured plate. Patient has been indicated for a revision procedure. Attempts have been made, and additional information on the reported event is unavailable at this time.